Manufacturer narrative:
The reported field event of myopotential oversensing was confirmed. The device was otherwise normal. No anomalies were found.

Event description:
It was reported that the patient presented for a routine generator replacement procedure. Prior to the procedure, interrogation of the implantable cardioverter defibrillator revealed that there was myopotential oversensing seen on the right ventricular channel. The patient was in stable condition and the explant occurred as planned.